Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was identified in the pump logs; however, no failure was identified. Additionally, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump declared multiple, intermittent temperature alarms after being dropped. Reportedly, there was no damage to the pump and it was not within extreme temperatures. The customer's blood glucose level was impacted (251 mg/dl), and was addressed by administering manual injections. It was indicated that the customer would administer manual injections as alternate insulin therapy.